Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).

Event description:
It was reported after few hours of intra-aortic balloon(iab) therapy in a patient with ami (acute myocardial infarction) with cs, the console generated a leak in iab circuit alarm. The balloon was removed and found balloon was unable to be inflated fully. The balloon was replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after few hours of intra-aortic balloon(iab) therapy in a patient with ami (acute myocardial infarction) with cs, the console generated a leak in iab circuit alarm. The balloon was removed and found balloon was unable to be inflated fully. The balloon was replaced to continue therapy. There was no reported injury to the patient.